Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The complaint instrument was returned inside the sterile pouch. The sterile pouch was folded in the as-returned condition which induced a kink in both the stent and the hypotube. Outside of the deformed zone the crimped stent diameter still complies with the specification. The balloon is well folded and shows no signs of inflation. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material- or manufacturing related root cause was determined.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a pre-dilated moderately calcified lesion in the proximal om. The lesion could not be crossed with the device.